Event description:
Wanted to check extended expiration date on binaxnow covid tests, but was having trouble finding the lot number on the list. I opened the kit to check the lot number on individual tests. The box and the parts inside have different lot numbers on them. Reference report: mw5163375.